Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity nt oxygenator in cardiopulmonary bypass(cpb), it was reported that the partial pressure of oxygen(po2) was not rising enough. In fact, it was rising too little, and it was not the gas network.the gas line was connected correctly, without any apparent leaks.the blood was very dark.the device did not oxygenate as it should.it was a problem with the machine or the membrane.the customer was at 70% gas flow, and increased it to 100% maximum. Anyway, 80% for a po2 in cpb is very low and can be harmful to the patient. The customer increased the flow and will check the next gas flow. The use of the device was unknown. There was no adverse patient effect associated with this event.